Event description:
Patient noticed reddish round spot 4 days after treatment. Three weeks later the doctor described the spot as a single indentation - atrophic scar. As of the most recent follow-up in october 2003, thermage has been unable to confirm current status as patient has not returned for scheduled return exams.